Event description:
It was reported that the patient states they were not told of restriction prior to being implanted. The patient never had therapeutic effect. Patient injury was noted. The patient reports that since their implant ((B)(6) 2014), the patient has not been getting symptom relief. The patient states that their "doctor said it¿s going to take time¿. It was reported that the patient didn¿t have this problem with their old device and the patient had that for 5 years. The patient wants to turn their stimulator off for an MRI of their back. The patient states that the healthcare provider did an x-ray of their back and now wants to do an MRI because the patient fell 3 weeks ago. The patient says that "when they fell they blacked out, and they don¿t know if they damaged the device or not". The patient was on program 2 at 2.5 when the patient first got home from surgery", but reports that they was now on program 4 at 0.0 volt, and says the stimulation was already off. It was noted that the patient was walked through on using patient programmer and reviewed how to turn stimulator on and then off again.

Manufacturer narrative:
Adverse event update. No intervention was required and no other was required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient still had concerns regarding their device or therapy but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2014 was noted. It was reported a short circuit occurred as the patient was receiving stimulation even with program two off. It was noted the patient had to turn all programs off to stop feeling stimulation. It was reported the patient had an x-ray performed following the fall and they had compression fractures in l3 and l5.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0c5lp, implanted: (B)(6) 2014, product type: lead. (B)(4).